Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pus leaking out form the sides of the incision from the upgrade procedure approximately three weeks ago. The patient was diagnosed with a pocket infection. Antibiotic treatment was necessary. The device and all leads were removed and a temporary implantable pulse generator (ipg) was implanted. A new device and lead were implanted within the following week. No further patient complications have been reported as a result of this event.